Event description:
This is filed to report the clip completely detached from both leaflets (01027u234). It was reported mitraclip procedure was performed on (B)(6) 2021, to treat functional mitral regurgitation (mr). Imaging was challenging due to the anatomy and echocardiogram imaging. Two clips were implanted reducing mr from 3 to 1. On (B)(6) 2021, the patient experience dyspnea. Echocardiogram was performed showing mr increased to 3. Clip 01027u234 was completely detached from the leaflets and the other clip 10107u110 was detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). No additional intervention is planned. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other implanted mitraclip (10107u110) is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported complete clip detachment. The reported poor image resolution was due to anatomy and echocardiogram imaging as it was reported that imaging was challenging due to the anatomy and echocardiogram imaging. The embolism and subsequent foreign body in patient were due to the procedural condition of the expulsion. The recurrent mitral regurgitation (mr) appears to be related to the complete clip detachment. Dyspnea appears to be a cascading effect of the mr. Mr, dyspnea, and embolism are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na.